Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized on the same day as the event onset. The patient was treated with vancomycin injection (1 gram, every 5 days, route not reported) and genom injection (250 mg, route and frequency not reported) for peritonitis. Antibiotic treatments were ongoing. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.